Manufacturer narrative:
D10 concomitant products: unknown emprint generator - unk - emprint gen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during ablation, the tubing broke and water leaked, leading to the inability to perform the procedure, which was subsequently aborted. The patient was under anesthesia at the time, and the procedure was cancelled. The antenna was placed in the patient, but upon beginning the ablation, the system gave an error.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one of the connector barbs of the orange peristaltic pump tubing had disengaged. The barb remained in the orange tubing. The orange and clear tubing completely separated where they are joined. The customer provided photo showed the tubing separated. It was reported that the tubing broke and water leaked, leading to the inability to perform the procedure. The reported issues were confirmed. The most likely cause was quality control deficiency. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during ablation, the tubing broke and water leaked, leading to the inability to perform the procedure, which was subsequently aborted. The patient was under anesthesia at the time, and the procedure was cancelled. The antenna was placed in the patient, but upon beginning the ablation, the system gave a consumable error-tubing broke on the catheter.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.